Event description:
The patient's lead was replaced and was discarded following surgery. No further relevant information has been received to date.

Event description:
The patient presented with high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.